Event description:
The customer reports: "patient carrying cvc right subclavian bilumen. During the verification, it is observed that the catheter is wet, which evidences the rupture of the proximal lumen with the subsequent fluid outlet at the insertion site."

Manufacturer narrative:
Qn#(B)(4). The customer returned one, two-lumen cvc for analysis. Signs-of-use in the form of biological material was observed inside the catheter body. Visual examination of the catheter did not reveal any defects or anomalies. The total catheter body from the juncture hub to the blue flex tip measured 217mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured .0954", which is within the specification limits of .094"-.098" per the catheter extrusion graphic. The distal extension line outer diameter measured .0948", which is within the specification limits of .094"-.098" per the extension line extrusion graphic. The proximal extension line outer diameter measured .0855", which is within the specification limits of .084"-.088" per the extrusion graphic. The returned catheter was tested for liquid leakage. The catheter was attached to the leak tester, the distal end was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks or air were detected from any region of the catheter, including the extension lines; therefore, the sample passed functional testing. Both the distal and proximal lumens were tested. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen". The report of leaking extension line could not be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies. The catheter also met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "patient carrying cvc right subclavian bilumen. During the verification, it is observed that the catheter is wet, which evidences the rupture of the proximal lumen with the subsequent fluid outlet at the insertion site."